Event description:
Pt. To o.r. For thrombosed right femoral artery. The discovered thrombosis was actually a foreign body (sent to lab). That appeared to be the sheared off coating of an introducer or guide wire.